Event description:
Per the clinic, the patient experienced poor performance since activation and an infection, exposing of receiver/stimulator through the skin. Subsequently, the device was explanted on (B)(6) 2025. It is unknown if there are plans to re-implant the patient as of this date of report.

Manufacturer narrative:
Per the clinic, the patient was administered with topical and oral antibiotics (specific dates and duration not reported).